Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high threshold measurements and intermittent loss of capture (loc) one week post implant. Chest x-rays were taken and showed no change in lead placement. The root cause of the high thresholds was not determined. Ra outputs were increased and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.